Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) was 628 mg/dl and moderate ketones. Ketone levels were identified as life threatening by health care provider. Bg level was addressed with a bolus via the pump. Reportedly, the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged that same day, on (B)(6) 2024. Troubleshooting with tandem technical support indicated that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.